Event description:
It was reported that during a follow-up visit sensing on the ventricular channel was not good. The lead was explanted and a passive fixation lead was implanted. The lead will not be returned for analysis.